Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6: patient code: 3191: device piece was in patient; however, the device piece was removed the actual sample was returned for evaluation. Visual inspection revealed that the distal end of the device had been fractured off. The distal fractured section was not returned for evaluation. Magnifying inspection of the fracture end revealed that the outer layer and reinforcement had been fractured with the edge of the fractured end of the outer layer having been elongated. Comparison with the current finecross sample for the state of the distal section found that the actual sample was missing the distal tip and a part of the gold coil marker. Further magnifying inspection of the shaft from the distal end to the distal end of the strain relief found that the shaft had been elongated on the section 0 - approximately 130mm from the distal end of the device. There was no other anomaly in the appearance on the remainders of the device. Due to the elongation occurred on the shaft, the exact length of the missing section cannot be determined. Electron microscopic inspection of the outer layer around the fracture end revealed that several longitudinal and circumferential abrasions had been generated starting from the fracture end to approximately 10mm from the fracture end. These abrasions imply that the distal section of the actual sample came into contact with a hard object, including a calcified section in the lesion. The circumferential abrasions also imply that the distal section trapped in a hard object, including a calcified section in the lesion, was subsequently subjected to torque force, which was applied in attempts to release the trap. An attempt was made to insert the actual sample over a factory-retained runthrough ns sample (0.014-inch guide wire). The actual sample was found to be able to be advanced over the wire along the total length. From this, it is likely that the actual sample was elongated and fractured in the state of the guide wire used in combination with the actual sample being placed in the lumen of the actual sample. The outside diameter was measured on the undamaged section and confirmed to meet the specifications. Reproductive testing was performed on a factory-retained runthrough ns (0.014-inch guide wire). It was inserted into a phantom vessel and over it, a factory-retained finecross mg sample was inserted into the phantom vessel. Subsequently, the distal section of the finecross mg sample was trapped together with the runthrough ns sample (for the purpose of simulating a device trapped in a stenosed section in the lesion). The finecross mg was subjected to pulling force in the direction of withdrawal. The shaft became elongated starting at the trapped point to approximately 125mm from the trapped point, and finally fractured at the trapped point. The outside diameter of the shaft became diminished toward the fracture end. This configuration was confirmed to differ from that on the actual sample. The finecross mg was subjected to one-way torque force. The catheter shaft got distorted/kinked with no generation of a fracture on the shaft. The finecross mg was subjected to pulling force in the direction of withdrawal, while being subjected to torque force at the same time. The shaft got elongated starting at the trapped point to approximately 145mm from the trapped point and finally fractured at the trapped point. At the fracture end, the outer layer was found to have been elongated with no diminishment in the outside diameter toward the end. This configuration was confirmed to be similar to that on the actual sample. A review of the device history record and the shipping inspection records of the involved product code/lot# combination confirmed there was no indication of production-related problem or of discrepancy in the inspection result. The IFU states: remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product. Do not torque the product if it is or seems stuck in order to avoid separation or breakage of the product. There is no evidence that this event was related to a device defect or malfunction. From the investigation result, it is likely that while the actual sample, in the state of the involved guidewire being placed in its lumen, was being withdrawn from the lesion, the distal end of the actual sample came into contact with a hard object, including a calcified section of the lesion, and was caught in it. Subsequently, during attempts to release the trap, torque force and pulling force were applied to the actual sample. As the result, the actual sample got elongated and finally the outer layer and reinforcement were fractured off. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported there was no faultiness discovered of the finecross catheter upon opening of the item. The finecross catheter's tip was broken intra-operative while crossing tight stenosis lesion in vessel om1. The finecross catheter was then retrieved out of the patient's body by the doctor. It was retrieved using the guide wires involved, a snare was not used. It was confirmed by the doctor that there was no residue of the finecross left in the patient's body. The procedure outcome and patient condition was reported to be unknown.